Event description:
It was reported that the device's ECG connector port is worn. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
It was reported, that the device's ECG connector port is worn. The device was reported, to be in use on a patient. But no adverse event to patient or user was reported. The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the ECG connector port. Which was replaced. And the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.